Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a confirmed fracture, undefined high impedance, no sensing and no pacing were noted on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.